Manufacturer narrative:
Hw22428 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. 145 high watt alarms have been logged since (B)(6) 2017. Beginning on (B)(6) 2017, a rise in pump parameters was observed to a maximum power consumption of 12.9 watts, above the normal operating range and confirming the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event are multifactorial and may be attributed to disease progression, medical treatment, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Device remains implanted.

Event description:
A report was received that the patient presented to the hospital during the night of (B)(6) 2017 with "high watt" alarms, elevated lactate dehydrogenase (ldh), and dark reddish-colored urine. Upon arrival and vad interrogation, he was noted to have had a spike in power earlier that evening and falsely elevated flow readings of > 10. Controller log files were sent. Preliminary log file analysis showed 219 high watt alarms logged since (B)(6) 2017. The patient's creatinine was 1.10 mg/dl. As thrombus was suspected, the patient was treated with three doses of tissue plasminogen activator (tpa) and integrilin and heparin between tpa doses. Pump parameters initially returned to normal operating range following lysis therapy but increased shortly thereafter. Meanwhile, the patient's creatinine continued to increase. By the evening of (B)(6) 2017, his creatinine was 3.78 mg/dl. The patient was still producing urine, however in lesser quantities. Renal was consulted and discussed the possibility of having to start dialysis. The patient was agreeable to short-term dialysis, but his potassium levels and acid-base status remained within appropriate parameters using diuretics and a bicarbonate drip, so dialysis was not initiated. Renal ultrasound performed on (B)(6) 2017 showed a small right renal cyst but otherwise normal, non-obstructed kidneys. The patient made himself a "do not resuscitate" (dnr) and declined a pump exchange. The patient received two additional doses of tpa in an effort to break up the clot in the pump, to no avail. Following the last two doses of tpa, the patient stated he did not want dialysis. He wished to go home. Much discussion occurred regarding dialysis and the patient's prognosis. He requested to go home with hospice and was discharged home on (B)(6) 2017 with a creatinine of 9.26 mg/dl. The patient's wife called on the morning of (B)(6) 2017 stating that the vad was alarming "high watts" and the patient was non-responsive. He expired later that morning in the presence of his wife and family. The patient was not transported back to the hospital for an autopsy or explant. The device was not received nor sent back. The official cause of death was renal failure as a result of pump thrombus. The primary investigator believed the event was related to the device and patient's condition and unrelated to the implant procedure. Of note, the patient did not have a recent illness that may have precipitated the reported event. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from clinical database that the patient was at home in usual state of health when the ventricular assist device (vad) suddenly began alarming 'high watts¿. The patient phoned vad coordinator on call. Highest wattage seen was 6.6 (normally 3¿s-4's). Flow was reading 10 liters per minute (lpm) (usually 3's-4's) with speed 2,760 rpm. The patient was advised to go to local ER emergency room (ER) to be flown to facility as patient lives a long distance from the hospital. The patient was admitted. Vad interrogation revealed a rise in power consumption beginning (B)(6) 2017 to a peak of 10.8 watts on (B)(6) 2017 outside of normal operation. The patient was placed on heparin and integrilin for probable pump thrombus. As vad parameters on follow-up interrogation were relatively unchanged, it was decided to administer tissue plasminogen activator (tpa) in attempt to break up suspected pump thrombus. Tpa was administered at 13:35. Follow-up interrogation around 15:13 showed current power consumption to be within normal range. Integrelin was restarted overnight on (B)(6) 2017, however, it was stopped in the morning. Vad parameters were stable, however, lactate dehydrogenase (ldh) remained elevated and urine still dark. The patient received a total of four doses of tpa to try to dissolve clot. The patient showed no signs of bleeding, but had declining hemoglobin and hematocrit levels. The patient received two units of packed red blood cells (prbcs) on (B)(6) 2017. The patient¿s renal function continued to worsen. As medical treatment was unsuccessful and patient¿s renal function continued to decline, it is presumed that the patient was still suffering from hemolysis until time of death. Urine was clear on day of discharge. The patient went home with hospice on (B)(6) 2017 and expired at home on (B)(6) 2017. Morning of death, the patient¿s vad was alarming 'high watts¿. The primary investigator reported that the hemolysis was related to the device, possibly related to patient condition, and unrelated to implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died at home on (B)(6) 2017 as a result of renal failure related to pump thrombosis. The patient was on IV heparin and integrilin to aid in the attempt to resolve hemolysis but this treatment was not effective. As medical treatment did not work and the patient¿s renal function continued to decline, it is presumed that they were still suffering from hemolysis until death. Ldh peaked at 2631 u/l on (B)(6) 2017 and was 1446 on day of discharge, however, vad flows and power increased night of (B)(6) , concerning that thrombus is worse. Hemoglobin/hematocrit were 9.2/27.6 on day of discharge. Creatinine was 9.26 mg/dl. Urine was clear on day of discharge. The patient was a participant in the vad destination therapy trial improved blood pressure management clinical study.